Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer¿s blood glucose level was 114 mg/dl. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor test and occlusion test. Hardware low level failures error alarmed during self test and confirmed in device history with variable due to broken trace at pin keypad assembly. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. Motor was tested outside device and passed.